Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Without the product to examine, no determination can be made as to the contributing factors to the reported discrepancy. A suture break can be influenced by many factors, including, but not limited to manufacturing, too much tension applied, or the suture was nicked. Whether these conditions played a role in the experienced event cannot be verified. To assure that all products perform according to specifications a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the lot history record did not reveal any manufacturing related non-conforming material records associated with this lot related to this incident. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a perclose proglide device after a percutaneous transluminal angioplasty procedure which used a 6fr sheath. Reportedly, while advancing the knot, the blue suture broke. A second proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is in-training in the use of the proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported information suggested that the needle deployment and suture retrieval were successful. Because the plunger, suture, link, needles, and cuffs were not returned with the device, the scope of this investigation was limited and the reported suture break while advancing the knot could not be confirmed. Possible contributing factors for a suture break during the knot advancement include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Due to all related components not being returned with the device, no manufacturing-related deficiencies could be identified. There were no challenging anatomical conditions reported, which could have contributed to the reported suture break. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that excessive pressure was applied to the suture during the knot advancement, which could cause the suture to break. Based on the reported information and the investigation findings, the probable cause for the reported suture break while advancing the knot could not be determined. No manufacturing or quality deficiency was detected. Review of the device lot history record did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.